Event description:
It was reported that a patient presented to clinic for follow up. There was noise seen on the atrial lead through merlin transmissions. The physician elected to explant and replace the atrial lead. The patient condition was stable. Related MFR report number: 2017865-2023-19619.